Manufacturer narrative:
Clinitest hcg lot identified by customer (B)(6) has been recalled by MFR and customer notified.

Event description:
Customer reported instrument is reporting 20% hcg results as borderline as well as 2 false positive results. Delay in procedure to insert iud until serum test confirmed negative hcg result. No injury was reported.